Event description:
Dr. Explanted 1 artelon from a female. The implant was received by sbi in 2008 and shipped to art-implant for eval. Orthopedic surgeon trained in hand surgery.

Manufacturer narrative:
No info on fixation. Explantation due to persistent pain. The batch records do not indicate any deviations to specifications and the batch met all release criteria. User errors due to pt selection and no fixation of the implant is indicated in the info from the surgeon. The returned explant has been sent to laboratory for histology testing.